Event description:
Information received from the field notes that measurements taken immediately post implant showed that the p-wave amplitude gradually decreased to intermittent loss of atrial sensing. The patient had a fast atrial rate of about 110 bpm. The base rate of the device was set at 55 ppm. The following day, the lead was repositioned, but the same phenomenon occurred. Subsequently, the lead was replaced.